Event description:
It was reported that 5 days after an elective coronary drug eluting stenting treatment procedure, the pt returned with an occlusion of the proximal stent. In 4/2004, the physician had deployed a taxus express2 2.5 x 12 mm drug eluting stent in the distal lad following predilation with a maverick2 2.0 x 9 mm balloon (7 dilations @ 4-8 atms for 22-40 seconds), then a cordis raptorrail 2.5 x 10 mm balloon (15 dilations @ 4-14 atms from 17-53 seconds) and finally a 2.5 x 6mm cutting balloon (2 dilations @ 6 atm for 50-85 seconds). Taxus stent delivery system had been inserted and removed twice in between the inflations with the maverick2 and the raptorrail. The taxus express2 2.5 x 12 mm drug eluting stent was deployed @ 11 atms for 35 seconds. A taxus express2 3.0 x 8 mm drug eluting stent was inserted and removed twice in the proximal lad lesion. The lesion was then predilated with a cordis raptorrail (2 inflations @ 6-10 atms for 10-50 seconds) following inability to advance a cutting balloon. The taxus express2 3.0 x 8 mm drug eluting stent was deployed @ 11 atms for 35 seconds and was postdilated @ 11 atms for 10 seconds. The pt was given heparin during the procedure and plavix immediately post-procedure. No procedural complications were reported. The pt was to take plavix and aspirin following the procedure. When discharged from the hospital the next day, the pt did not take the plavix as directed, as pt wanted to get the prescription filled at another facility because it was less expensive. Four days later, the pt returned emergently to the cardiac cath lab following transfer from another facility with an acute myocardial infarction. Pt had presented with shortness of breath, chest pain and s-t elevation. The pt arrived with infusions of heparin, nitro and integrilin. Pt was given dopamine briefly for hypotension. Pt was found to have occlusion of the proximal stent. The physician reopened the stent with double wire technique and multiple inflations with a maverick2 2.5 x 9 mm balloon which apparently caused a dissection near the proximal stent. A taxus express2 2.5 x 12 mm drug eluting stent was used to repair the dissection and the procedure was successfully completed. No other complicaitons were reported. The pt is reported to be satisfactory. Same case as manufacturer's #s: 6000093-2004-00387 and 6000093-2004-00388.